Event description:
It was reported that the patient presented to the clinic for follow-up. Upon review, the device was found to exhibit post-paced t-wave oversensing. Programming changes were not made at this time. No patient symptoms were reported.